Manufacturer narrative:
The device has been discarded by the customer and will not be returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that interoperative, there was an inflation/deflation issue with the endodtracheal tube cuff. Patient reintubation was required.